Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture, high impedance and oversensing due to noise. The lead delivered the patient inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.